Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe has no cutting during vitrectomy surgery. The surgery was completed after replacing with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation, the cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, no presence of adhesive observed on the inner cutter, the fillet was deemed conforming. The inner cutter was observed to be bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure, the cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The cause of the actuation failure is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A non-conformance investigation has been completed and action is being implemented in order to decrease the frequency of inner cutter detachments. No additional action has been taken by the manufacturing site as an exact root cause for the bent needle and bent inner cutter could not be determined from this evaluation. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).